Event description:
The customer reported the ventilator screen went blank while in use on a patient. The customer reported the ventilator did alarm and there was no patient harm the manufacturer's service technician was able to duplicate the customer reported problem. During testing, the service technician reported the ventilator would not proceed into power on self testing. The service technician replaced the vga pcb to correct the finding. Applicable final testing was completed and tests passed per operating specifications. Analysis of the vga pcb board revealed a malfunction that may result in the unit shutting down during operation with a backup alarm active.